Event description:
Routine complaint investigation when a consumer reported receiving a high reading of 223 mg/dl on the precision xtra blood glucose monitor when compared to a laboratory result of 110 mg/dl. The test was immediately repeated twice and higher than laboratory results were also obtained. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.